Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not inflating properly. The tubing was reportedly fractured near the pump when the device was explanted. Another inflatable device was implanted as a replacement.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated event information. An otr pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the longer exhaust tube and inlet tube of the pump, along with the exhaust tube of cylinder 1. Testing revealed these to not be sites of leakage. Microscopic examination of the detachment ends of the shorter pump exhaust tube and exhaust tube of cylinder 2 to have rough and irregular surfaces, indicating stress was exerted. A group of striations were noted on the reservoir strain relief, indicating contact with unshod instrumentation. Testing revealed these to be sites of leakage. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. Microscopic examination of revealed that the rough and irregular surfaces associated with the detachment ends of the shorter pump exhaust tube and cylinder 2 exhaust tube indicated that sufficient stress(s) may have been exerted on the on this site to separate it while in-vivo. Testing of these components did not reveal any failures, however, based on examination of the detachment ends and information received, it was concluded that this most likely was the failure site noted during exploration at the explant surgery. A separation of this type would allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir strain relief occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.